Event description:
Ous MDR - after an implantation time of 30 months, oversensing was reported. The date of implant was not provided. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.